Manufacturer narrative:
The complainant was provided with a replacement neoblue 3 led panel. It was reported that installing the replacement led panel resolved the issue. Return of the led panel involved in the event was requested, but the led panel was not returned.

Event description:
The leds that were reported not to illuminate were yellow in color.

Manufacturer narrative:
The neoblue user manual, provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The intensity of the light was factory calibrated to deliver 35 [?]w/cm2/nm at the high setting and 15 [?]w/cm2/nm at the low setting at a distance of 12'' from the baby. Tech support verified the problem, and troubleshot onsite. The cause for the issue was determined; however product return is requested by (B)(6) factory service for further investigation.

Event description:
The customer reported to (B)(6) on (B)(6) 2017 that their neoblue 3 led light had some leds that were not illuminating. There was no report of harm, death or serious injury. No report of medical intervention. No environmental or safety concerns.